Event description:
The initial result was "negative" for leukocytes on the chemstrip 10 ua. The result from the iris lab instrument came up as 1+ which is 250-500 leukocytes per microliter. The patient has been discharged from the hospital. The caller did not have any specific patient treatment information. No actions were reported taken based on either test. A request was made for the return of the meter and strips.